Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the video system center touch panel went black. And did not display any anything. The issue occurred, during preparation for use. For an unspecified diagnostic procedure. The intended procedure was completed with another similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to a failure of the power unit. As there was no information received of clear misuse of the device, there is no labeling advisory that was deemed required or recommended for the user facility. Olympus will continue to monitor field performance for this device.